Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
It is reported during a bunionectomy on (B)(6) 2012 the small battery drive was operating intermittently and would not go forward. The procedure was able to be completed using the device. Reportedly there was no delay in the procedure. No further information is available at this time. This is 1 of 1 report for this event for (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was not returned and no further investigation could be performed.